Event description:
Patient had hip done (B)(6) with recurrent dislocations. Revised cup to mdm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a system 12 liner was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that. Clinician review of the provided records concluded "the probability of device-related factors being involved appears close to zero but can not be established without further reference material." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Patient had hip done 16 yrs ago with recurrent dislocations. Revised cup to mdm.